Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - drill the product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure, the reamer fractured. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of this malfunction. Attempts have been made, and no further information has been provided.